Event description:
Clinical study same as case; 6000093-2006-01103, 6000089-2006-01070,1071,1072,1073. During a coronary artery drug-eluting treatment procedure a dissection occurred. The pt expired 2 days post procedure. During the index procedure the physician was unable to cross a calcified lesion in the right coronary artery with a 3.0x20mm taxus express2 drug-eluting stent (des) and a dissection occurred. The physician opted to use a taxus liberte des which he passed with relative ease. While attempting to implant another stent, a 2.50x16mm taxus express2, the physician again was not able to cross the lesion of the left side; the pt subsequently had an emergency coronary artery bypass graft for a left main dissection. During the procedure a total of 4 liberte des were implanted; the lesions where they were implanted were not identified. Two days post-index procedure the pt developed severe liver failure and expired. The physician indicated the death was unrelated to the device, probably procedure related.